Event description:
It was reported to philips healthcare that the heartstart xl lead wire was broken with user exchanging the "bad" lead wire with a "good" lead wire and noting the heartstart xl worked with the "good" lead wire. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is completed.